Event description:
It was reported that the pt was experiencing elevated blood glucose levels and ketosis. At one point the pt's blood glucose level was elevated to 322.2 mg/dl. The pt experiences nausea, vomiting, and upset stomach. The pt has been using insulin injection therapy to correct blood glucose levels because she does not trust that the infusion device is delivering enough insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.